Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medications were not crossing over for patients. A technical support specialist (tss) confirmed that the affected orders did not appear in the received message summary table, while downtime queries returned normal results and current messages were being received successfully. The tss advised the customer to engage it team to re send the missing order messages under the appropriate patient profile or alternatively request the pharmacy to create and submit a new order for the patient to ensure successful processing. The system functioned as intended after technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, medication orders failed to cross over for patients, and patient medications were not available on the stations. The user was unable to confirm whether the issue affected a single patient or multiple patients due to the small facility size. No error messages were observed on the stations at the time of the issue. Patient details were confirmed to be present in the ephi system. There were no delay or adverse events or injuries reported based on this event.